Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable with no consequences.